Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e 801 analytical unit. The initial result was 0.360 coi (reactive). A second sample from the patient was tested, and the result was reactive. No specific data was provided. As the result did not fit the clinical context, the physician asked for the sample to be checked on another instrument. The result from an abbott alinity analyzer was 0.30 (non-reactive).